Manufacturer narrative:
No blood was observed on the adhesive pad, cannula or reservoir. The device was received partially deployed with the pink slide insert in the viewing window, the linkage assembly not fully retracted, and the formed needle exposed. Score marks were observed on the top housing of the device showing that the linkage assembly was misaligned and causing the needle to be exposed. The formed needle was also found to be bent. The exposed needle can be confirmed as the cause of the reported bleeding/bruising. It cannot be determined if the bend in the hard cannula contributed to the reported event since it was extended past the bottom housing and was exposed it cant be determined when it bent.

Event description:
It was reported that the patient had some bleeding and bruising at the insertion site.

Manufacturer narrative:
Device evaluated by manufacturer changed from blank to yes.